Manufacturer narrative:
This case was reported via regulatory authority health authorities (reference number: (B)(4)) on 14-dec-2016. This spontaneous case was reported by a consumer and describes the occurrence of back pain ("lumbar pain"), pelvic pain ("pelvic pain / persistent pain on the left"), device dislocation ("right fallopian tube: implant palpated in position 3"), embedded device ("distal portion of the implant seen in subserous position"), autoimmune disorder ("auto immune illness not defined with antinuclear antibodies very elevated"), urinary tract infection ("urinary infections (pelvic ultrasound normal)"), jaw cyst ("left sided mandibular cyst"), ovarian cancer ("ovarian cancer") and genital haemorrhage ("bleeding") in a (B)(6) female patient who received essure. The occurrence of additional non-serious events is detailed below. The patient's past medical history included sedative therapy (sedation for essure insertion on right side in (B)(6) 2009) and general anesthesia (general anaesthesic for essure insertion on left side in (B)(6) 2009). In 2009, the patient started essure. In 2014, the patient experienced amenorrhoea ("abrupt termination of periods"). On an unknown date, the patient experienced back pain (seriousness criteria disability and clinically significant/intervention required), pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), device dislocation (seriousness criteria medically significant and clinically significant/intervention required), embedded device (seriousness criterion medically significant), device physical property issue ("insert on right appeared to be bent"), autoimmune disorder (seriousness criterion medically significant), urinary tract infection (seriousness criterion medically significant), jaw cyst (seriousness criterion medically significant), arthralgia ("acute joint pain (hands, wrists, knees)"), fatigue ("tiredness"), weight increased ("weight gain"), abdominal distension ("belly bloating"), dyspareunia ("sexual intercourse painful"), loss of libido ("libido absent"), salivary gland disorder ("salivary gland problems"), depression ("depression"), menopause ("menopause"), pain ("non-gynaecological pain"), ovarian cyst ("ovarian cyst"), ovarian cancer (seriousness criterion medically significant), fungal infection ("fungal infection"), cystitis ("cystitis"), genital haemorrhage (seriousness criterion medically significant), haematoma ("haematoma"). The patient was treated with analgesics, plasters, anesthetics, general, other hypnotics and sedatives, surgery (laparoscopic bilateral salpingectomy with essure removal) and surgery (surgical procedure for left sided mandibular cyst on (B)(6) 2016). At the time of the report, the back pain, pelvic pain, device dislocation, embedded device, device physical property issue, autoimmune disorder, urinary tract infection, jaw cyst, arthralgia, fatigue, weight increased, abdominal distension, dyspareunia, loss of libido, amenorrhoea, salivary gland disorder, depression, menopause, pain, ovarian cyst, ovarian cancer, fungal infection, cystitis, genital haemorrhage and haematoma outcome was unknown. The reporter provided no causality assessment for back pain, pelvic pain, device dislocation, embedded device, device physical property issue, autoimmune disorder, urinary tract infection, jaw cyst, arthralgia, fatigue, weight increased, abdominal distension, dyspareunia, loss of libido, amenorrhoea, salivary gland disorder, depression, menopause, pain, ovarian cyst, ovarian cancer, fungal infection, cystitis, genital haemorrhage and haematoma with essure. The reporter commented: (B)(6) patient with amenorrhoea starting 2 years earlier. Pelvic pain since placement of essure in two stages (sedation and then general anaesthetic). On abdominal plain film in 2015, insert on right appeared to be bent. Clinical consequences observed were non-gynaecological pain, pelvic or abdominal pain, ovarian cyst / ovarian cancer, fungal infection / cystitis / urinary tract infection, bleeding / haematoma, multiple symptoms. The implants were removed by laparoscopic bilateral salpingectomy without difficulty using forceps (outer coils and inner coils of the implants removed) and sent for pathology. Diagnostic results (normal ranges are provided in parenthesis if available): in (B)(6) 2016: ultrasound pelvis result was right coil in a distal position / left not seen. Several investigations have been performed by various specialists (rheumatologist, neurologist, endocrinologist): no convincing explanation, antinuclear antibodies very elevated in 2015: abdominal plain film: insert on right appeared to be bent. Observations of laparoscopic procedure: normal uterus; right fallopian tube normal and implant palpated in position 3; left fallopian tube: distal portion of the implant seen in subserous position; normal left and right ovary; pouch of douglas normal, vesico-uterine pouch normal; and supramesocolic space normal, no fitz-hugh--curtis syndrome. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred terms: back pain. The analysis in the global safety database revealed 266 cases. Pelvic pain. The analysis in the global safety database revealed 2747 cases. Embedded device. The analysis in the global safety database revealed 326 cases. Device dislocation. The analysis in the global safety database revealed 1136 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. The reporter did not wish any further contact with the company. Most recent follow-up information incorporated above includes: on 3-mar-2017: new information received via cluster, age of patient at start of amenorrhea was 50 years. Pelvic pain since placement of essure in two stages (sedation and then general anaesthetic). On abdominal plain film in 2015, insert on right appeared to be bent (new event). Clinical consequences observed were (here only the new events:) non-gynaecological pain, ovarian cyst / ovarian cancer, fungal infection / cystitis / bleeding / haematoma. Company causality comment: an adult female consumer had essure (fallopian tube occlusion insert) inserted and reported lumbar pain and pelvic pain/persistent pain on the left. She received analgesic treatment, lumbar injections, plaster brace (2 months). Upon receipt further information, after laparoscopic procedure it was detected that in left fallopian tube distal portion of the implant seen in subserous position (previous reported as left implant is not seen) and right fallopian tube: implant palpated in position 3( previously right implant is in a distal position).also she had genital bleeding. These events are anticipated in the reference safety information for essure. In this case, incorrect position of essure was diagnosed 7 years after insertion. The exact mechanism of this event is unknown. The left insert was placed six months after the right one, under general anaesthesia, suggesting that some technical difficulty during insertion procedure may have occurred. Given the nature of the events the distal portion of the implant seen in subserous position(embedded device) and right implant is in a distal position a causal relationship with essure cannot be excluded. The same assessment was given to bleeding. Lumbar pain and pelvic pain may have multiple causes. In this case, consumer also had a not defined auto immune disease, which could be associated with the lumbar pain. However, given the nature of the events lumbar pain and pelvic pain, a contributory role of essure cannot be excluded. Unanticipated events auto immune illness not defined, urinary infections (pelvic ultrasound normal), left sided mandibular cyst and ovarian cancer were also reported. These events were assessed as unrelated, considering their pathophysiology and essure´s local effect, as well as the device safety profile. This case was regarded as incident, due to serious injuries reported and as medical intervention was required. A product quality defect could not be confirmed but is considered plausible.

Event description:
This case was reported via regulatory authority health authorities ((B)(4)) and was forwarded to bayer on 14-dec-2016. This spontaneous case was reported by a consumer and describes the occurrence of back pain ("lumbar pain"), pelvic pain ("pelvic pain / persistent pain on the left"), the first episode of device dislocation ("left implant is not seen on 3d ultrasound"), the second episode of device dislocation ("right implant is in a distal position on 3d ultrasound"), autoimmune disorder ("auto immune illness not defined with antinuclear antibodies very elevated"), urinary tract infection ("urinary infections (pelvic ultrasound normal)") and jaw cyst ("left sided mandibular cyst") in a female patient who received essure. The occurrence of additional non-serious events is detailed below. The patient's past medical history included sedative therapy (sedation for essure insertion on right side in (B)(6) 2009) and general anesthesia (general anaesthesic for essure insertion on left side in (B)(6) 2009). In 2009, the patient started essure. In 2014, the patient experienced amenorrhoea ("abrupt termination of periods "). On an unknown date, the patient experienced back pain (serious criteria disability and clinically significant/intervention required), pelvic pain (serious criteria medically significant and clinically significant/intervention required), the first episode of device dislocation (serious criterion medically significant), the second episode of device dislocation (serious criterion medically significant), autoimmune disorder (serious criterion medically significant), urinary tract infection (serious criterion medically significant), jaw cyst (serious criterion medically significant), arthralgia ("acute joint pain (hands, wrists, knees)"), fatigue ("tiredness"), weight increased ("weight gain"), abdominal distension ("belly bloating"), dyspareunia ("sexual intercourse painful"), loss of libido ("libido absent"), salivary gland disorder ("salivary gland problems"), depression ("depression") and menopause ("menopause"). The patient was treated with analgesics, plasters and surgery (surgical procedure for left sided mandibular cyst on (B)(6) 2016). At the time of the report, the back pain, pelvic pain, first episode of device dislocation, second episode of device dislocation, autoimmune disorder, urinary tract infection, jaw cyst, arthralgia, fatigue, weight increased, abdominal distension, dyspareunia, loss of libido, amenorrhoea, salivary gland disorder, depression and menopause outcome was unknown. The reporter provided no causality assessment for back pain, pelvic pain, the first episode of device dislocation, the second episode of device dislocation, autoimmune disorder, urinary tract infection, jaw cyst, arthralgia, fatigue, weight increased, abdominal distension, dyspareunia, loss of libido, amenorrhoea, salivary gland disorder, depression and menopause with essure. Diagnostic results (normal ranges are provided in parenthesis if available): in (B)(6) 2016: ultrasound pelvis result was right coil in a distal position / left not seen. Several investigations have been performed by various specialists (rheumatologist, neurologist, endocrinologist) no convincing explanation. Antinuclear antibodies very elevated the list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 28-dec-2016 for the following meddra preferred terms: back pain. The analysis in the global safety database revealed 218 cases. Pelvic pain. The analysis in the global safety database revealed 1.961 cases. Device dislocation. The analysis in the global safety database revealed 896 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. The reporter did not wish any further contact with the company. Most recent follow-up information incorporated above includes: on 26-dec-2016: quality-safety evaluation of ptc company causality comment: an adult female consumer had essure (fallopian tube occlusion insert) inserted and reported lumbar pain and pelvic pain/persistent pain on the left. She received analgesic treatment, lumbar injections, and plaster brace (2 months). On 3d ultrasound the left implant is not seen and right implant is in a distal position. These events are anticipated in the reference safety information for essure. In the present case, the incorrect position of essure was diagnosed 7 years after insertion. The exact mechanism of this event is unknown. The left insert was placed six months after the right one, under general anaesthesia, suggesting that some technical difficulty during insertion procedure may have occurred. Given the nature of the events the left implant is not seen and right implant is in a distal position a causal relationship with essure cannot be excluded. Lumbar pain and pelvic pain may have multiple causes. In this case, consumer also had a not defined auto immune disease, which could be associated with the lumbar pain. However, given the nature of the events lumbar pain and pelvic pain, a contributory role of essure cannot be excluded. Unanticipated events auto immune illness not defined, urinary infections (pelvic ultrasound normal) and left sided mandibular cyst were also reported. These events were assessed as unrelated to the suspect device, considering their pathophysiology and essure´s local effect, as well as the device safety profile. Additional non-serious events were reported. This case was regarded as incident, due to serious injuries reported and as medical intervention was required. A product quality defect could not be confirmed but is considered plausible. Further information could not be obtained.

Manufacturer narrative:
The reporter commented: the implants were removed by laparoscopic bilateral salpingectomy without difficulty using foreceps (outer coils and inner coils of the implants removed) and sent for pathology. Observations of laparoscopic procedure: normal uterus; right fallopian tube normal and implant palpated in position 3; left fallopian tube: distal portion of the implant seen in subserous position; normal left and right ovary; pouch of douglas normal, vesico-uterine pouch normal; and supramesocolic space normal, no fitz-hugh--curtis syndrome. Most recent follow-up information incorporated above includes: on 9-feb-2017: information received from health authority: removal procedure details and observations were provided. Events updated. Company causality comment: an adult female consumer had essure (fallopian tube occlusion insert) inserted and reported lumbar pain and pelvic pain/persistent pain on the left. She received analgesic treatment, lumbar injections, and plaster brace (2 months). Upon receipt further information, after laparoscopic procedure it was detected that in left fallopian tube distal portion of the implant seen in subserous position (previous reported as left implant is not seen) and right fallopian tube: implant palpated in position 3( previously right implant is in a distal position). These events are anticipated in the reference safety information for essure. In the present case, the incorrect position of essure was diagnosed 7 years after insertion. The exact mechanism of this event is unknown. The left insert was placed six months after the right one, under general anaesthesia, suggesting that some technical difficulty during insertion procedure may have occurred. Given the nature of the events the distal portion of the implant seen in subserous position(embedded device) and right implant is in a distal position a causal relationship with essure cannot be excluded. Lumbar pain and pelvic pain may have multiple causes. In this case, consumer also had a not defined auto immune disease, which could be associated with the lumbar pain. However, given the nature of the events lumbar pain and pelvic pain, a contributory role of essure cannot be excluded. Unanticipated events auto immune illness not defined, urinary infections (pelvic ultrasound normal) and left sided mandibular cyst were also reported. These events were assessed as unrelated to the suspect device, considering their pathophysiology and essure´s local effect, as well as the device safety profile. This case was regarded as incident, due to serious injuries reported and as medical intervention was required. A product quality defect could not be confirmed but is considered plausible. Further information could not be obtained.

Manufacturer narrative:
On march 3, 2017, bayer received a cluster of essure complaint reports originating from the (B)(6) device vigilance database via legal proceedings. Following receipt, bayer consulted (B)(6) in order to obtain the relevant case reference number information. On march 24, 2017, (B)(6) provided the available corresponding case reference numbers to bayer. Upon receipt of this information bayer evaluated and processed the cluster of essure reports within the global safety database by april 12, 2017.